Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during procedure, the surgeon was inserting the tendon staples into the regeneten implant using the tendon anchor inserter and as he attempted to deploy with each inserter the tendon staple didn't implant and broke, we removed the inserter to inspect what the issue was and they both appeared bent at the tip which meant they continued to break staples. The broken piece was retrieved with graspers from patient. A backup was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat event. A review of the instructions for use found prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection performed found that the stakes on the inserters were bent and one stake missing. A functional test could not be performed as the tendon anchor inserters are damaged. The complaint was confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat event. A review of the instructions for use found prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).